Event description:
It was reported that a mobi-c device disassembled during surgery; a small part of the peek cartridge was found to be fractured by the physician. There was no patient impact and another implant was used to complete the surgery.

Manufacturer narrative:
Information was entered erroneously into d10; there were no changes from the initial submission. This follow-up report is being submitted to relay additional information. The complaint is confirmed for one of one returned mobi-c p&f implant for the failure of implant disassembly from the jaws and a part the peek being fractured. Visual inspection of the photos confirms the device identity. It was also confirmed that the device has disassembled and the peek has slightly fractured. Potential cause: the cause of the damage cannot be determined at this time since there is no information available regarding how the mobi-c was being used or handled at the time of the damage. This evaluation provides a full analysis of potential causes based on testing performed by the engineering department, a review of the IFU and stg. DHR review and related actions: per DHR review, the part was likely conforming when it left zimmer biomet control. No further actions required at this time. This event is not related to any current actions or recalls or product holds. Device use: this device is used for treatment.

Manufacturer narrative:
This device is not cleared in the us, but is similar to those cleared through (B)(4). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report, and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a mobi-c device disassembled during surgery. A small part of the peek cartridge was found to be fractured by the physician. There was no patient impact, and another implant was used to complete the surgery.